Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No samples and/or lot number were provided. All information concerning this reported incident has been included in our trend analysis of the product line. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow-up will be submitted.

Event description:
According to the complainant, there were micro air bubbles present in arterial side of line. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.